Event description:
An evoke spinal cord stimulation (scs) system was implanted on (B)(6) 2022. During a routine follow-up with the neurosurgeon, the patient stated they felt the incision was not healing well and was experiencing gluteal pocket pain with an onset date of (B)(6) 2023. After visual inspection of the incision, a small part of the non-resorbable suture material was palpable. This was giving discomfort for the patient and was removed safely (B)(6) 2023.